Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required) and menorrhagia ("heavy period"). The patient was treated with surgery (hysterectomy, surgery to remove essure in (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pain to be related to essure. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.